Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that both the atrial and ventricular lead impedances dropped significantly immediately post open heart surgery. Prior to the surgery, the impedances were reported to be normal, 400 ohms in the atrium and 600 in the ventricle. After surgery, the atrial impedance was 280 and the ventricular was 440 ohms, with some increase in ventricle. The leads are still in use. The patient will be monitored. No patient complications were reported as a result of this event.